Manufacturer narrative:
The following incident was reported because the carotid shunt failed to remain inflated during the procedure, and another carotid shunt needed to be used to complete the procedure. There was no pt injury. The device was returned for evaluation and the leak was found between the bushing and stopcock of the device. This leak in-turn caused the common carotid balloon to deflate. The root cause was not enough adhesive was used between the bushing and stopcock joint. As a corrective action, the operators were retrained and made aware of this incident.

Event description:
The hosp reported that the common carotid balloon leaked when used on a pt. Another shunt was used with no issues.